Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Additional information has been requested from the physician and will be captured in the next report if provided. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Evaluation of the device could not be conducted because it remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on (B)(6) 2020, this patient underwent an endovascular repair of a degenerative thoracoabdominal aneurysm type ii which was treated with a fenestrated and branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). During the procedure planning, it was determined that the celiac trunk, superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft. A gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) and gore® viabahn® endoprosthesis with heparin bioactive surface were implanted in the right renal artery alongside another device (advanta 12). The vbx is the first most proximal implanted device and the vsx is the third most proximal implanted device. The celiac trunk, superior mesenteric artery were treated with advanta 12. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. Flaring was not performed for both gore devices. According to reports, on (B)(6) 2020 an adverse event termed "temporary paraplegia (less then 2h)" was discovered and recorded as procedure related. Reportedly an intervention termed "dse (dobutamine stress echocardiogram ) + inotropic support" and the patient recovered without sequelae. Transient ischemic attack.

Manufacturer narrative:
H&: corrected imdrf codes.

Manufacturer narrative:
This complaint was initiated based on information received from a study alert. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred nor does it meet criteria of a reportable serious injury, therefore this complaint will be switched to a non-reportable complaint. No diagnosis of stroke or transient ischemic attack has been reported.